Manufacturer narrative:
H6. Articulation mechanism damaged. H3. Evaluation summary - one device and one cartridge were returned. The device was returned in good visual condition loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout tab in normal condition; however, 2 most proximal staples were noted to be protruding. Cartridge b was returned in the same condition as cartridge a but with 3 most proximal staples protruding. When tested for functionality, the articulation mechanism was noted to be damaged; however, the device was fired with a test cartridge and it fired conforming. The device was disassembled to examine the condition of the internal components and three articulation gear teeth were damaged. The manufacturing records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine, if further investigation is warranted.

Event description:
It was reported that during a wedge resection procedure, the device staple had been protruded when closed and released before 1st firing. Another device was used to complete the case. There was no pt consequence.